Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the nozzle had foreign material. Based on the results of the investigation, a definitive root cause of the issue could not be determined. The most likely cause was due to failure to clean adequately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign material was found in the nozzle. There was no patient involvement.